Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil, which conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the 2.4mm tl lckng slf-tping w/cruciform recess 18mm package may not contain a part. The seals and back of the package were not visible in the evidence. Per the complaint and accompanying photographic evidence, the complaint condition was not confirmed as a non-sterile package with a missing part since the provided evidence could not adequately prove the complaint claim. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the 2.4mm tl lckng slf-tping w/cruciform recess 18mm. There is no indication that a design or manufacturing issue has caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Device history: part # vst212.018; synthes lot # 3281p10; supplier lot # 3281p10; release to warehouse date # 18 nov 2022; supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a2, a3, a4, g4, 510k#: device is a veterinary product. No patient information will be reported. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the customer received a screw package that was primarily empty. There was no screw and no defect or issue other than it being missing from the package. This report is for one (1) 2.4 ti lacking screw self-taping cruc rec 18 this is report 1 of 1 for complaint (B)(4).